Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Quantity: 2. The following sections could not be completed with the limited information provided: device info - expiration date ni. Manufacture date. Discarded.

Event description:
During the procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch. There was no patient injury and approximately a fifteen minute delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).